Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "feels tight", "seems really large" and "is very sore". The ipg remains in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) "feels tight", "seems really large" and "is very sore". The ipg remains in use no further patient complications have been reported as a result of this event.